Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." (B)(4).

Manufacturer narrative:
Surface artifacts on one of the reamers suggests that the fracture started in fatigue. The other reamer appears to have fractured due to a fast fracture. The worn cutting edges of both reamers may have been a contributing factor to the fractures as dull cutting surfaces would require more force to produce the desired milling of bone, causing increased stress on the rotating side-loaded tips. (B)(4).

Event description:
It was reported that patient underwent knee arthroplasty procedure that utilized box reamers on (B)(6) 2011. Two reamers from the same lot fractured during use. The fractured pieces did not fall into the patient and were removed from the surgical site. Alternate reamers were available to complete the procedure with no injury to the patient or delay to surgery.